Event description:
It was reported that during thr procedure the driver tip became cold welded to the cable clamp during tightening using the torque limiting handle. The handle clicked one time and then wouldn¿t release from the cable. The surgeon cut the cable out and placed a new one. Used an identical backup device to complete surgery. Surgery time was not extended more than 30 min. The surgeon does not fault the device. The patient or surgical procedure was not affected in any way due to the problem. Absolutely no broken pieces fell into the patient¿s wound at all and the device did not break over the incision or wound. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection of the returned accord dual ended hex driver confirmed the stated failure. The hex driving tip has a cable clamp cold-welded to it. The cable clamp can¿t be removed from the hex driver. This device exhibits signs of significant use and wear. This device was manufactured in 2008. A medical investigation was conducted and per complaint details, although the driver tip became cold-welded to the cable clamp during tightening, the procedure was completed within a 0-30-minute surgical extension. Reportedly, the surgeon does not fault the device and ¿the patient or surgical procedure was not affected in any way due to the problem¿. It was communicated that neither op notes nor photos were available. Patient impact beyond the reported 0-30-minute surgical extension and use of an identical backup device would not be anticipated as it was reported that ¿absolutely no broken pieces fell into the patient¿s wound¿ and the ¿patient was not affected in any way¿. No further medical assessment is warranted at this time. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files found that the reported failure was documented appropriately. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.